Manufacturer narrative:
(B)(4). Medical device: batch # unk. A valid lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that an unknown procedure was performed and there was an anastomotic leak with the ecs29.